Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported sticky built up substance was not confirmed. A review of the lot history record identified no manufacturing nonconformities for the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the ht bmw universal ii instruction for use states: guide wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged guide wires. Using a damaged guide wire may result in vessel damage and / or inaccurate torque response. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 2.5x12mm trek; guide wire: prowater. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the mid left anterior descending artery. A prowater guide wire was advanced and used as a dummy wire. A high torque (ht) balance middleweight (bmw) universal ii guide wire was backloaded into a 2.5x12mm trek balloon catheter. When the balloon tip was moved up to the entrance of an unspecified introducer sheath a non-sticky substance built up. The site thinks the substance is hydrophilic coating from the guide wire. No resistance was noted during advancement or withdrawal. No other device interaction issues were noted. The physician wiped the substance off before proceeding and does not believe any substance was introduced into/remained in the anatomy. This has happened on more than one occasion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.